Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 8 months after implant placement. The bone quality was type IV. The oral hygiene around implant site was good. No significant findings were observed during the removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.